Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the medicine was not stocked in the cabinet. The technical support specialist concluded that the drawer does not exist physically in the cabinet. The system functioned as intended after the technical support specialist troubleshot the device. (B)(6).

Event description:
It was reported when using the bd pyxis¿ medbank tower, unable to locate the medication in the cabinet, despite it being restocked. The customer reported that the issue arose during the process of dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.